Event description:
A physician reported that in 1999, she was treating a patient, using a "adg" needle, in the nasolabial folds. While treating the patient, the collagen leaked out from around the hub of the needle and splattered in both of the physician's eyes. The physician flushed her eyes with water and then went to her family physician who further flushed her eyes. There was no splattering of collagen on the patient and the needle never separated from the syringe. There was no injury to the physician's eyes and no further medical or surgical intervention was required.